Event description:
Patient reported left side deflation. Healthcare professional reported a left side deflation. Later, healthcare professional reported a left side "valve delaminated from shell" and "leak @ valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and delamination: observed a delamination in the diaphragm valve assessed as to adhesive failure. Additional observations: ¿ crease fold observed in the surface. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported left "leak at valve" and "valve delaminated from shell". The device has been explanted and replaced.